Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the distal right coronary artery (rca). A non-abbott stent was implanted in the distal rca. A kissing-balloon technique was then attempted with the stent delivery system balloon and the 2.0 x 15 mm trek balloon. While prepping the trek balloon inside the patient anatomy, negative pressure was pulled and blood was confirmed coming into the indeflator. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ls, neo intermediate. Guide cath: profit 6f. Stent: nobori 3.0x14. Evaluation summary: evaluation of the returned nc trek balloon catheter found blood visible in the inflation lumen and in the hub, consistent with a leak while in the patient anatomy. The balloon was tightly folded. Using a new indeflator filled with water, attempted to pressurize the balloon when fluid and blood leaked out of a tear in the distal shaft 13.4 cm proximal to the distal seal for a length of 1 mm. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any damage noted during the inspection prior to use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. In this case, it is possible that the shaft was damaged prior to entering into the patient anatomy or during interactions with other devices. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. It was reported the nc trek was prepared for use inside of the patient anatomy. It should be noted the nc trek coronary dilatation catheter instructions for use (IFU) states to prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. All air must be removed from the balloon and displaced with contrast prior to inserting into the patient body. It does not appear that the incorrect preparation of the device contributed to the tear in the shaft. A a search of the device lot history record indicated no non-conformance material records for the lot and a search of the complaint database revealed no similar incidents reported for leaks or tears in the shaft. There is no indication of a product quality deficiency.